Event description:
It was reported that the patient had gone to the hospital on (B)(6) 2014 with an urgent sickness. The patient had implants on both sides and telemetry was possible with the implantable neurostimulator (ins) on one side therefore it was judged that the battery was running out. The ins was going to be replaced. Notification that the replacement had occurred was received on (B)(6) 2014. It was noted that the battery had run out one year after implant and this was not normal. Additional information received reported there was a possible defect of the ins. Parameter settings were unknown. Additional information received reported patient¿s therapy was for parkinson¿s disease. No malfunctions were seen or cause of the issue determined. Patient outcome was the patient was receiving effective therapy with new device. The implantable neurostimulator (ins) was returned. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the stimulation parameters were 2.0 v, pulse width 60 micro s, rate 130 hz, unipolar stimulation with c+ 1-. Resistance was 1755 ohm.

Manufacturer narrative:
Analysis of implantable neurostimulator model 37603 sn (B)(4) found a non-functional crystal was the cause of the no telemetry failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.